Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported difficult to remove from patient, as no objective evidence was provided for review. A definitive root cause for the difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The product instructions for use states, prior to removing the bd elevation probe from the breast, the support cannula may be detached and remain in the breast to retain a track to the biopsy site to place a tissue marker.

Event description:
It was reported through a post-market clinical follow up survey, that during a breast biopsy system, there were three occurrences of tissue adherence to the probe while removing it from the breast. There was no reported patient injury to the patient(s).